Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm trace pointer invalid, hardware low level failures, history pointer failed and motor arm can't communicate with main motor. Customer's blood glucose was unknown. The customer stated that each of this alarm occurred twice on the same day.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Formatted history file analysis confirmed pump error 63 and pump error 4 due to software error. The battery was removed from pump and monitored for 10 minutes. The pump powered up properly after insertion of the battery and no unexpected pump error 49 or 68 were noted. The pump was received with scratched case and pillowing keypad overlay.